Manufacturer narrative:
Additional information: d10, h3, h6 and h10. The device was received for evaluation. Visual inspection of the sample revealed the presence of the particulate. Removal of the device header cap showed that the particulate was not attached to any interior component. The size of the particulate was approximately 1x1.5mm. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, prior to treatment with a revaclear 300, ¿a speck of blue substance¿ was observed in the blood compartment. There was no patient involvement. No additional information is available.